Event description:
It was reported that during a routine device changeout, it was noted that the pace/sense portion of the right ventricular (rv) lead proximal to the trifurcation was discolored. The discoloration was potentially due to a minor knick in the polyurethane overlay allowing fluid ingress underneath. The pace/sense portion of the lead was capped and the high voltage portion of the lead remains in use. A new pace/sense lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.